Manufacturer narrative:
Schwartz, jean-claude. Mastectomy and prepectoral reconstruction in an ambulatory surgery center reduces major infectious complication rates. Prs global open. 2020; 1-8. The events of infection(unknown), seroma and necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection, seroma, hematoma, and skin flap necrosis (includes nipple necrosis)."

Event description:
Healthcare professional reported via journal article, "mastectomy and prepectoral reconstruction in an ambulatory surgery center reduces major infectious complication rates," the events of "infection, seroma, hematoma, and skin flap necrosis (includes nipple necrosis)." Devices have been explanted. Affected sides unknown.